Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead had syncopal episode. It was believed that the syncopal episode was due to the noise caused by a lead fracture which inhibited pacing. However, the lead fracture was not confirmed upon x-ray. The pacemaker was explanted and replaced. The rv lead was surgically capped and replaced. No additional adverse patient effects were reported.